Event description:
The event occurred during preparation of use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections b5, e2, and e3 were corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the blurry image could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation of a "b30" error was not duplicated. However, the evaluation found the following: blurry image, deep scratches and minor dent on the insertion tube, minor scratches on the distal end cover, pinhole in the bending section, and lifting noted of the bending section adhesive. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii bronchovideoscope had a b30 scope communication error. There were no reports of patient harm associated with the event.